Event description:
Dr. Performed surgery on their second toes on both right and left feet. Stayfuse devices were implanted in both toes in 2003. In about 10 months later dr. Removed both implants due to pain that the patient was experiencing in both toes. Patient claims that stayfuse implant failed, breaking off parts of the device in the toes and damaging bone near the implants.